Event description:
It was reported an error message displayed during aspiration. A spiroflex® vg angiojet® thrombectomy set was selected for a thrombectomy procedure within an unknown vessel. The device was activated for 30 seconds and it was noticed that the bulb/balloon was leaking. The device displayed a check saline supply message and continued to pump saline. The procedure was completed without using a different device. No complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was outside and inside the device. The waste bag was cut-off and not returned for analysis. There was blue fm (foreign matter) attached to the tip over the distal window at the jets/jet body. There were numerous kinks present throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. Functional testing consisted of starting the prime cycle; however, the device over alarmed right away. The fm was removed from the tip of the device and the functional testing was started again. The test consisted of running the complaint device through the full priming cycle and 180 seconds in thrombectomy mode. The device ran within normal range (11.78 kpsi), without and leaks in at the pump, errors or alarms; however, the shaft leaked at a severe kink 40cm distal of the strain relief. The shaft was microscopically examined and it was found that there was a hole in the shaft. During the device was aspirating and running normally, but was leaking fluid from the shaft due to the hole. Inspection of the device presented no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported an error message displayed during aspiration. A spiroflex® vg angiojet® thrombectomy set was selected for a thrombectomy procedure within an unknown vessel. The device was activated for 30 seconds and it was noticed that the bulb/balloon was leaking. The device displayed a check saline supply message and continued to pump saline. The procedure was completed without using a different device. No complications were reported and the patient's status was fine.